Event description:
Further follow up received identified the patient underwent surgical intervention on (B)(6) 2015 where the new scs system with different model lead was implanted. Reportedly, the patient has effective therapy.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20695. It was reported the patient ((B)(6)) never established effective therapy with the permanent implant in compare to the scs trial. As a result, the scs system was explanted.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20695.